Event description:
Caller reported that their pump screen was dark and would not turn on, despite attempts to activate it using various troubleshooting steps. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support instructed the caller on temporary backup insulin delivery methods via multiple daily injections and arranged to send a replacement pump. The customer was advised on the return process for the malfunctioning pump and acknowledged the instructions provided.